Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter proximal end was bent and could not be effectively rotated. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 218052649 was returned and analyzed. Visual inspection of the mapping catheter showed a broken lemo connection and broken wires. In conclusion, the reported shaft kink issue was not confirmed through testing. The mapping catheter failed the returned product inspection due to a broken shaft from the lemo connector. If information is provided in the future, a supplemental report will be issued.